Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device in disconnected mode, delayed while logging in all order patient name cannot be found so created temporary patient to dispense medication. A technical support specialist found that the station was able to ping the application server but not the sync server so attempted to change the sync server address to the application server by accessing the es server graphical user interface, but this did not resolve the issue then knowledge article (B)(4) was followed to edit the hosts file, mapping the sync server fully qualified domain name to the ip address of the application server resolved the issue . The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es in disconnected mode, delayed while logging in all order patient name cannot be found so created temporary patient to dispense medication. There were no adverse events or injuries reported based on this incident.